Manufacturer narrative:
The insulin pump was received with an alarm and a frozen display due to a faulty component on the interface board. No blank display was noted. The unit also had a cracked reservoir tube lip and scratched lcd window.

Event description:
The patient called to report an alarm during normal use. Troubleshooting resolved the issue. However, the patient fell asleep, and woke up to the same alarm. The patient changed the battery, and the screen went blank. Advised the patient that the insulin pump would be replaced. Nothing further was reported.